Manufacturer narrative:
Evaluation summary continued: a review of performance data revealed that the device incurred many crystal errors which are known to impact telemetry. The device was submitted for further analysis to investigate the cause of the crystal errors. Prior to the submittal, the device incurred a power on reset (por) which cleared all the crystal error registers. As a result, further analysis did not confirm the field-reported telemetry failure, and the cause of the crystal errors was not determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that prior to an implant procedure, the implantable cardiac monitor (icm) was unable to be interrogated using two different programmers. The icm was not used. No patient complications have been reported as a result of this event.